Event description:
Vent was found to be pressure limiting causing pt not to receive any volume. Troubleshooting, unable to resolve problem. Changed out vent, same settings and no problems. Pt was ok, due to ambu bagging. Vent settings prvc tidal volume 50, rate 18, peep 8, peak pressure limit 40, fi02 .50, nitric oxide, 19 ppm. Biomed findings expiratory (green) flow indicator not on. Balanced flow transducer and calibrated expiratory frlo transducer. This corrected. Could not detect any moisture on expir flow screen, which is the usual source of this problem. Vent had 4405 hrs on it.